Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency department due to chest pain. Upon interrogation, it was noted that there was t-wave oversensing (twos) of the right ventricular (rv) lead and non-sustained ventricular tachycardia episodes. Follow up was conducted to no avail. The lead is still in use. No further patient complications have been reported as a result of this event.